Manufacturer narrative:
Field service engineer visited customer site.

Event description:
On 4/25/98 the account reported a imx bhcg result of 78,000 mlu/ml which did not agree with an axsym result of 109,000 mlu/ml from a reference laboratory. The sample repeated two times at 40,000/36,000 mlu/ml. A sonogram performed 04/25/98 revealed no fetal heartbeat. There were no known medical interventions due to the reported bhcg result. According to the account, dade iac controls were within range and a flag was not given on the data tapes. Further pt info has been requested from the account but has not been rec'd.